Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had differences between their blood glucose and sensor glucose readings. The customer also stated the difference in their readings prompted the threshold suspend feature on their insulin pump. The customer stated their blood glucose was 129 mg/dl and the sensor glucose was 49 mg/dl. Customer also reported receiving a calibration error alarm on their insulin pump. Troubleshooting did not find any bent cannulas. Customer's sensor will be replaced. No additional information provided.